Event description:
The jugular greenfield filter, on the back table, was irrigated with saline. The physician noted leaking from an apparent crack in the plastic. It was taken out of service and retained for review. Another jugular greenfield filter was obtained and implanted.